Event description:
A medtronic representative reported a site ior system is displaying no input detected on the monitor when using the navigation system, however, will display the data from the polestar on the monitor. This occurred prior to the start of the procedure. There was no patient present when this issue was identified. A stealthstation s7 system was brought in to begin the procedure and the surgeon completed the tumor resection with the use of the navigation system.

Manufacturer narrative:
Although patient information was provided, the patient was not present when this issue occurred as it wa prior to the start of the procedure. A medtronic representative performed a system check-out, all areas passed, less hardware. Re-booting the system enabled launching mach cranial software and load the patient scan. A medtronic representative performed another navigation system check-out. Deleted exams in cranial application making room for storage and memory, subsequently, computer is able to boot-up without any issues. Tested computer working within normal. No issues. Tested and ready for clinical use. Failure resolved. System performed as intended.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.